Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched display window and bleeding liquid crystal display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that insulin pump has cracks on the display screen. The blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further was reported.